Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A mechanical complication in regards to the pump was reported. Compounded baclofen was being infused. The pump was removed. The patient recovered without sequela following the removal of device. The device was returned to manufacturer, however, analysis results are not available at this time.